Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the device did not display an image due to corrosion on scope connector and damaged charged coupled device. The most probable cause of dirty scope cover unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope failed to display an image and exhibited dirty scope cover unit. There was no patient involvement.